Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/17/2020. H.6. Investigation: one photo and five used samples were received by our quality team for evaluation. Visual inspection showed peelback on the samples. Therefore, the team was able to confirm the customer experience. A device history record could not be evaluated as the lot number is unknown. A trend for the peelback issue has been identified for this product line. We have funded a project, CAPA#81917, to examine how to further increase the robustness of the bd neoflon device and prevent future occurrences of this type. As part of the action plan, changes to the catheter material and method of shaping the catheter tip are in the process of being implemented.

Event description:
It was reported that the bd neoflon¿ IV cannula broke during insertion. The following information was provided by the initial reporter, translated from dutch to english: "lets say that 1/4 catheters, the point breaks during insertion".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd neoflon¿ IV cannula broke during insertion. The following information was provided by the initial reporter, translated from (B)(6)to english: "lets say that 1/4 catheters, the point breaks during insertion."